Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator, product ID: 37642, serial#(B)(4), product type: programmer, patient.

Event description:
The patient reported that they are seeing things that aren't there, like people falling asleep without warning, and have had a lot of falls which have increased since a week prior to date notified. An appointment with the neurologist is scheduled on (B)(6) 2015 to discuss the symptoms. Indication for implant is parkinson's dual and movement disorders. See related regulatory report 3004209178-2016-17960.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.